Event description:
It was reported that the blade broke during a total knee procedure.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. Visual examination of the returned device revealed the marking on the insulation portion of the tip assembly indicated the device was griped and bent in a severe manner during use. The blade remained intact, there were no reports of pt injury.